Event description:
We have the jeron provider 680 nurse call system in our nicu with our phone system. Monitors are hooked up into the nurse call system to notify the nurses when it alarms. The phone system continually gets locked up in the nurse call system. A baby went into a brady alarm and the nurse was not notified.